Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached an unknown level. Symptoms reported include loss of consciousness and falling. The patient also mentioned that they had a locked jaw. The patient was treated with fluids and pain medication. The patient was released the following day. The pod was worn when seeking medical attention.